Event description:
The 1.5 spinnaker microcatheter was advanced with a transend 10 guide without complications. When performing microangiogram at the avm, the contrast medium leaked suddently from the side. When the microcatheter was withdrawn, it was observed that the catheter was sliced, because the catheter had ruptured at 2cm from the tip. Procedure outcome: procedure completed with another spinnaker elite catheter.